Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe unit to resolve the customer-reported issue. The system was tested and verified as ready for use. Isi received a da vinci product associated with this complaint for failure analysis. The erbe unit was analyzed, and the investigation confirmed the customer-reported issue. The problem was also observed in the field. Upon visual inspection, minor dents were found on the front bezel, and the red fuse holder was chipped. The erbe unit was tested using the system, but it did not power on. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of customer reported issue is attributed to the defective erbe unit. This issue can be resolved through troubleshooting or replacement of the erbe. .

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the erbe unit lost power mid-procedure. Despite troubleshooting with the sales representative before calling, the unit still had no power. The customer had already converted the case to a laparoscopic approach. The tse instructed to verify the power cord connections and try a different power outlet, but the erbe still did not power on. The tse suggested swapping the power cable with the e-100 unit, which was functioning, but this was not possible due to insufficient slack in the power cable. Attempts to power cycle the erbe were unsuccessful, and the unit remained without power. The procedure was converted to laparoscopic surgery with no reported injury.